Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the abdomen for approximately 12 hours. On (B)(6) 2026, the legal guardian (lg) reported that despite the pink slide having moved forward, the cannula allegedly did not insert into the skin properly and, upon pod removal, was visible and appeared crooked. Overnight, the patient experienced hyperglycemia, elevated ketones, nausea, and vomiting, with blood glucose reported in the 20 mmol/l (360 mg/dl) range. On (B)(6) 2026, the patient received a manual 4-unit insulin correction at home and was subsequently taken to the emergency department. The patient underwent medical evaluation and received intravenous fluids, anti-nausea medication, insulin corrections, and a new pod was placed. Hyperglycemia and elevated ketones were reported as the diagnosis. The patient remained in the emergency department for approximately 7-8 hours and was discharged the same day after blood glucose decreased to below 10 mmol/l (180 mg/dl) and ketones decreased to near zero. The involved pod was disposed of by the hospital.